Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: alerts display automatically to notify you about safety conditions that you need to know (for example, an alert that your insulin level is low). Alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms. Alarm 08 ¿ empty cartridge: your pump detected that the cartridge is empty and all deliveries have stopped. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 509 mg/dl. Reportedly, the cartridge ran out of insulin and customer "went a while without insulin". Customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.